Event description:
It was observed during the device evaluation that, the subject device exhibited no image, only horizontal lines appearing while there was movement in the cable, and that there was corrosion on the components of the connector board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests that the malfunction of "no image, only horizontal lines appeared" is due to damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.